Event description:
There was a loose hole punch from the irrigation port of the sleeve that fell into the anterior chamber of the eye.

Manufacturer narrative:
The doctor immediately noticed the punch hole and removed it from the patient's eye. There was no complications and the patient was reported as seeing well.